Event description:
Customer reports back to back testing on the same meter while using the compact system with results of: 60mg/dl and 200 "something". 109mg/dl and 212 mg/dl. No quality controls were run. No adverse event reported. Customer no longer has unexpired strips; a replacement was sent.